Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results from 1 patient sample tested for thyrotropin (tsh), free thyroxine (ft4 ii) and ft3 - free triiodothyronine (ft3 iii). The customer provided the sample for investigation. Of the data provided, erroneous ft4 ii and ft3 iii results were identified between the customer's e602 analyzer, an e 170 analyzer used at the investigation site and an e411 analyzer used at the investigation site. It is not known if erroneous results were reported outside of the laboratory. This medwatch will cover ft4 ii. Refer to medwatch with (B)(6) for information on the ft3 iii erroneous results. Refer to the attached data for patient results. No adverse event occurred. The e 170 analyzer serial number was (B)(4). The e411 analyzer serial number was (B)(4). The ft4 ii reagent lot number used at the investigation site was 184927 with an expiration date of 03/31/2016. The serial number for the customer's e602 analyzer is not known. For thyroid parameters, age, gender and other population characteristics should be considered when comparing values. The ft3 iii results were most likely too high. The possible root cause may be a sample specific issue (e.g. Presence of a temporary clot/fibrin). The observed differences between the ft4 ii and ft3 iii results on the different analyzers may be due to a biological component in the sample that may interact differently with the assay components during the prewash procedure. The prewash procedure is used with the e602 analyzer and the e 170 analyzer and not with the e411 analyzer. This could cause discrepant results between the different analyzers. A specific root cause could not be identified. Based on the available data, a general reagent issue could not be detected. There was not enough sample volume left to complete the investigation.

Manufacturer narrative:
A new patient sample was submitted for investigation. Investigation of the sample confirmed the sample contained an immunoglobulin that reacts with the reagent which affects the sample results. Interferences are addressed in product labeling.